Manufacturer narrative:
Device eval - the device has not been returned for eval. Eval: conclusions: the investigation is not complete. A follow-up report will be submitted when additional info is available.

Event description:
Customer stated that the guide wire was loaded in the packaging hoop backwards. The physician removed the wire from the package and inserted it into the pt. The physician noticed the wire was backwards, he removed the wire and re-inserted correctly. No harm or injury reported. The customer reported that this has happened once before, but has not provided any details to enable us to submit a separate form 3500a for the event. Therefore, only this form 3500a will be submitted.